Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for collagen deposition into the artery. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: unknown due to unknown event date. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was used for hemostasis and hemostasis was successfully achieved. About two hours after the procedure, as the color of the patient's foot became worse, echo was performed and hemadostenosis was observed. The physician determined to perform endovascular therapy (evt) within the week. During observation with intravascular ultrasound (ivus), a thrombus was found in slightly proximal part to the puncture site. A collagen like substance was also observed at the puncture site. Then a percutaneous peripheral intervention (ppi) with balloon was performed and recanalization was achieved. The physician commented that calcification around the puncture site might have affected the incident. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. The patient was no in serious condition. There were no other devices or equipment used with the reported product. The patient was in stable condition.